Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a minor scratch on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump has a crack on the bottom of the display screen. The patient stated that there is also a crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.